Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. An additional valve, a non-medtronic valve, was then also implanted. Coronary vessel occlusion occurred which resulted in the patient¿s death the same day.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code result, eval code conclusion additional codes. Annex g code conclusion: the valve was not returned to medtronic for analysis; therefore, a product analysis could not be performed. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were submitted for review and confirmed the valve was deployed to 100% and migrated above the annulus. A non-medtronic valve was deployed inside the first valve which created a ¿stove pipe¿ effect and caused a left main coronary artery occlusion. The cause of death was not reported, but was likely related to the coronary occlusion. A conclusive root cause could not be determined from the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and others. Dislodge events are typically not related to a device malfunction. It was reported the coronary occlusion was caused by the medtronic valve not being snared and the non-medtronic valve implanted right above the medtronic valve frame. However, it should be noted that the device instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Per the device IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (i.e. Valve positioning, sizing, technique, etc.) And/or anatomical factors (i.e. Location of coronaries with respect to the valve, height of ostia, etc.). This was confirmed by the procedural image which showed a ¿stove pipe¿ effect of the two valve frames implanted together, occluding the left main coronary artery. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a pre-balloon aortic valvuloplasty (bav) was performed due to calcification. The valve disl odged after release from the delivery catheter system (dcs). The coronary occlusion was noted right after the non-medtronic valve was implanted. The coronary occlusion was caused by the medtronic valve not being snared and the non-medtronic valve being implanted right above the medtronic valve. The physician attempted to get through the valve frames, however was unsuccessful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.